Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The reported total power failure event was not reproducible during device evaluation. The evaluation confirmed that the internal battery was degraded and replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an internal battery error message and a total power failure event was recorded in the history logs. There was no patient harm or serious injury reported as a result of this incident.